Event description:
It was reported that the device blade goes in depth instead of forward during surgery. It was found that the harm to the patient was that the wound was deeper than necessary. Another blade was used to finish the procedure. There was a delay of several minutes. An additional, unplanned skin graft was required to finish the procedure. No further additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: e1, h2, h10.

Event description:
No additional event information available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The reported issue could not be confirmed; no problem found. Unrelated repairs were performed. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number : (B)(6).

Event description:
It was reported that the blade goes in depth instead of forward. The event occurred during surgery. There is no known patient involvement at this time. No adverse events were reported as a result of this malfunction.